Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Based on the results of the investigation, failure did not occur in the olympus product, but it was confirmed that the failure occurred in other vendor¿s product.

Manufacturer narrative:
Establishment name: (B)(6) general hospital. In a follow up communication via phone call to obtain the complaint form from the customer, a phone request to withdraw the complaint form was requested from the customer facility it was heard that the device was an olympus probe, however, during the actual check of the device it was determined that the device was a non-olympus probe. The investigation, however, is ongoing, this report will be supplemented accordingly following investigation.

Event description:
During the procedure, the um-g20-29r probe tip buckled and cracked. An ultrasonic medium leak may have occurred. Replaced with another one and the procedure was completed. There are no health hazards from this event.